Manufacturer narrative:
(B) (4)

Event description:
It was reported that the lead exhibited loss of capture. It was also noted that the patient experienced pocket stimulation. A chest x-ray was obtained, and the lead did not appear to be dislodged. A new pacing vector was selected and the patient would be monitored.